Event description:
Rayner intraocular lenses limited received notification from the us distributor that a us healthcare facility had reported an event that occurred during use of a c-flex 570c intraocular lens (iol). The event description provided states that the lens was implanted and explanted in the same surgery session. For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00124.